Event description:
It was reported that the procedure was to treat a lesion in the left popliteal artery. Atherectomy was not used. The 5.0x60mm supera self-expanding stent system (sess) was deployed; however, the stent came back into the sheath. It is unknown if the deployment lock was not locked causing the stent to retract back into the sheath. The supera sess was removed from the patient with no issues under fluoroscopy. The procedure was completed with a non-abbott device. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. It is possible that interaction with the anatomy resulted in the ratchet not being able to properly/fully deploy the stent thus during removal resulted in the stent inadvertently being removed back into the sheath; however this cannot be confirmed. The investigation determined a conclusive cause for the reported activation failure cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.